Event description:
During an unspecified procedure, the liberte' monorail stent dislodged. During deployment of the liberte' monorail stent, the delivery balloon partially inflated and the stent dislodged and embolized into an unspecified artery. The physician was able to retrieve the stent using a snare. Patient status is listed as "satisfactory".

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.